Manufacturer narrative:
This device is returned but analysis will not be performed as the reason for infection is known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was explanted due to infection. No additional adverse patient effects were reported.